Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and therefore, scheduled for repositioning. The lead was explanted after the clinician found it difficult to reposition as the lead would not track down the guide wire. Some blood in the lumen was also noted. No additional adverse patient effects were reported.